Event description:
Unomedical reference number (B)(4). Event occurred in canada on (B)(6) 2023, the patient's father reported that the infusion set's tubing leaked at the site and the blood glucose level of the patient was 8 mmol/l. The infusion set had been used for 3-4 days. Reportedly, there was no stress or pull on the infusion set's tubing. No further information available.